Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced some fainting episodes. The implantable pulse generator (ipg) exhibited atrial far field r-wave (ffrw) oversensing, high right ventricular (rv) threshold and possible ventricular loss of capture. The ipg remains in use. No further patient complications have been reported as a result of this event.